Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient did not undergo a revision procedure. Further clarification indicated that the procedure was related to the conclusion of the trial period, during which the trial splitter was required to be removed.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.